Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. It was reported that while on vacation, the patient went to the hospital on (B)(6) 2024. There were no symptoms reported or information about why the patient went to the hospital. When a fingerstick was taken, the cgm was low, and the blood glucose reading was 44.0 mmol/l. The patient was treated with lots of water, ¿baxter¿ fluids and unspecified pain medication. It is understood that the baxter fluid is referring to intravenous treatment. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.